Event description:
It was reported that this lead was explanted due to it was exhibiting impedance issues. It was confirmed during revision that the lead was fractured. A new right ventricular (rv) lead was successfully implanted. No additional adverse patient effects were reported.